Event description:
It was reported that the patient with this pacemaker had erosion and infection. There were signs of pressure necrosis on the lateral side of the bottom of the pocket, and a hole was observed. There were no additional adverse patient effects reported. The pacemaker was explanted.